Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose levels. Customer had a difficult time using the settings on the insulin pump and discontinued use the day before hospitalization. Customer treated with manual injections. The blood glucose reading was 535 mg/dl at the time of hospitalization. No further information was reported.